Manufacturer narrative:
The preliminary eval found the root cause to be the heated flexible cable. The device is being sent to the design facility in (B)(4) for an engineering investigation. There was no adverse event reported for this incident. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The astral device's heated flex cable and heater flex circuit board (pcba) was returned to resmed's design house and an extensive engineering investigation was performed. Performance testing confirmed the reported heated flex cable error message. The investigation determined that the error message was due to plastic debris found within connector plug, which prevented the plug from being fully inserted into the socket. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).